Event description:
Reporter indicated that patient's generator was replaced due to "generator malfunction". No other information was given on the exact nature of the "generator malfunction". The patient had generator replacement surgery. Further attempts are in progress to obtain more information.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.